Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly.

Event description:
Customer reported via phone call that insulin pump had hardware low level failure. Customer's blood glucose level was 319 mg/dl at the time of incident. Customer stated that they were able to clear the alarm successfully and were able to rewound the insulin pump. Customer also stated that insulin pump passed self test. The insulin pump will be returned for analysis.